Manufacturer narrative:
Product event summary: the full lead was returned and analyzed,no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 3986a pain stim lead, implanted: (B)(6) 2005; 748925 neuro extension, implanted: (B)(6) 2005; 7427v pain stim ipg, implanted: (B)(6) 2005; 7435 neuro programmer, implanted: (B)(6) 2005; 3550-09 neuro adaptor, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right atrial (ra) lead had dislodged and it exhibited high, unstable thresholds. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.